Event description:
Device 1 of 2 reference MFR report: 1627487-2015-21080 follow-up information identified the patient's skin ulceration has healed.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21080. It was reported the patient (australia) experienced skin ulceration at the lead suture-sites and was given oral antibiotics approximately two-three months ago to address the issue. Follow-up identified the two quattrode leads (off-label) were explanted due to possible infection. The patient continues to be treated with oral antibiotics.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.